Event description:
It was reported that during a percutaneous peripheral artery intervention, the guide wire break occurred. The procedure treated the 100% stenosed chronic total occlusion (cto) located in the mildly calcified left superficial femoral artery (sfa). The truepath was in a drill mode for 2 minutes and at some point stopped drilling. The physician felt a lot of resistance during the procedure. The device was removed and another truepath was used successfully. A non-bsc atherectomy device was used successfully over the journey wire in the sfa. After the physician was taking angio of the btk (below-the-knee) vessels, it was noticed that a piece of the wire was lodged in the distal peroneal artery. The device was successfully removed with a non-bsc snare. There was a successful outcome of atherectomy and angioplasty of the sfa. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer -the journey wire was received in two pieces. No original packaging or other devices were received with the complaint device. The core wire and high torque sleeve (hts) were fractured. The remaining distal portion of the core wire was 2 cm long. The proximal portion of the core wire was 16.5cm from the end of the high torque sleeve (hts). Magnified inspection of the fractured end of the hts presented evidence of a ductile overload fracture. The core wire fracture surface was bent, indicating that the fracture may be attributable to ductile bend overload. Magnified inspection of the fractured ends of the core wire and hts confirmed there was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous peripheral artery intervention, the guide wire break occurred. The procedure treated the 100% stenosed chronic total occlusion (cto) located in the mildly calcified left superficial femoral artery (sfa). The truepath was in a drill mode for 2 minutes and at some point stopped drilling. The physician felt a lot of resistance during the procedure. The device was removed and another truepath was used successfully. A non-bsc atherectomy device was used successfully over the journey wire in the sfa. After the physician was taking angio of the btk (below-the-knee) vessels, it was noticed that a piece of the wire was lodged in the distal peroneal artery. The device was successfully removed with a non-bsc snare. There was a successful outcome of atherectomy and angioplasty of the sfa. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4)